Manufacturer narrative:
An abbott field service engineer was dispatched to the account and inspected the architect i2000sr analyzer. The fse determined the middle of the three card cage fans [circulator fan repair kits (part number 7-77147-02)] were not rotating. After cleaning and inspecting the fans, no damage was observed. The analyzer was powered on and initialized to running status. The fse did not observe any additional smoke. No analyzer parts were replaced, as the analyzer was prepared for de-installation due to the laboratory closing. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. Architect i2000sr analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. Field service previously replaced two of the three worn circulator fan repair kits (part number 7-77147-02) for this analyzer on 05/27/2016 because the customer reported a burning odor and noise from the right side of analyzer, however at that time smoke was not observed and no damaged parts or evidence of fire were found during the replacement. Returns were not made available for this evaluation and no parts were replaced related to the current issue. No other smoke/burn issues were identified. Historical complaint data was reviewed and no adverse trend was identified for circulator fan repair kit (part number 7-77147-02) or the analyzer. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect i2000sr analyzer, no product deficiency and no malfunction were identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a burning odor on the right side of the architect i2000sr analyzer in the reaction vessel (rv) area and observed visible smoke from the back of the analyzer. The analyzer was powered off. No fire or injury were reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in evaluation codes was corrected.